Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Customer reported blood glucose level was 115 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.